Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display went blank during the fill tubing portion of an infusion set change. The patient's blood glucose at the time of incident is unknown. The customer was walked through the rewind and prime process to see if the display would go blank; the display did go blank right away. However, the customer was walked through the self test successfully and advised to monitor the pump. No products were shipped or returned.